Event description:
The patient was transplanted on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus was confirmed through the evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6). Additionally, a review of the submitted log file confirmed the reported elevations in pump power and estimated flow; however, a specific cause for these events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 3 inches, 9 inches, and 14 inches from the pump housing, and the severed portion of the driveline was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump inlet port. A thin biological lining was found adhered to the proximal end of the inlet extension. The distal end of the inlet extension revealed a tissue like formation where the inlet extension attaches to the inlet conduit flex section. Although the inflow graft conduit flex section was free of kinks or damage, there was a strongly adhered, developed, tissue-like thrombus that extended into the lumen of the inflow graft. The textured blood-contacting surface of the inlet elbow also revealed a strongly adhered, ring-like deposition that extended into the lumen of the kitted graft. It was found that the sealed outflow graft was returned attached to the outflow elbow, which was attached to the pump outlet port as well as two additional bend relief wraps that had been applied to the outflow graft. Due to these additional bend reliefs, there was a buildup of tissue between the layers of the bend relief that appeared to have caused compression on the outflow graft. The driveline was returned with rescue tape applied along the length of the silicone jacket. Removal of the tape revealed cosmetic damage to the silicone jacket. Upon disassembly of the returned pump, visual inspection of the remaining blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. However, there was discoloration of the pins in the motor capsule, and the protective wrap of the interior electrical leads was found in pieces. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an elevated lactate dehydrogenase (ldh) level of 960 from a baseline of approximately 300 and an international normalized ratio (inr) of 1.5. All other labs were normal. No hematuria was noted. The patient had a routine right heart catheterization (rhc) in october, but no ramp study was completed. The patient had a known aortic aneurysm that had been monitored via routine computed tomography scans. The patient had a transthoracic echocardiogram (tte) performed as an outpatient on (B)(6) 2021 which was inclusive, but raised concern for thrombus or possible tissue near the inflow cannula. Patient was admitted in order to receive a transesophageal echocardiogram (tee) and further assessment of pump function. The tee did not confirm pump thrombosis but showed mildly elevated flow velocities in the outflow graft. A computed tomography angiography (cta) was completed showing stenosis in the outflow graft concerning for thrombus. Pump parameters were within limits. A review of the log files revealed multiple elevations in power and flow throughout the event history. The patient denied having any worsening symptoms of heart failure and denied having dark colored urine. The patient's ldh was trending down on (B)(6) 2021 and was back to 687. On (B)(6) 2021, the patient was reportedly stable and waiting for an orthotopic heart transplant. As of (B)(6) 2021, the patient remained waiting for a heart transplant. Patient's ldh was still elevated, and if the patient decompensated, the site planned to evaluate a pump exchange versus extracorporeal membrane oxygenation and continue to wait for a transplant.